Event description:
It was reported that the ilet controller was dropped, the housing split down the middle, and the display became unresponsive, resulting in loss of usability of the device; the reported device problem involved loss of or failure to bond and affected the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a component-level failure involving the display and device bonding. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.